Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, plunger was chipped. Lens was implanted without issue but noticed after implantation. Lens was available for return. Additional information has been requested. There are three reports associated with this file. This is 1 of 3.